Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the display window of a 5f exoseal vascular closure device (vcd) never fully darkened and showed blank spots. After plug release, it deployed subcutaneously and protruded through the skin. There was no reported patient injury. The device was used in an angiography procedure. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Additionally, three photos were provided for review. Per the picture analysis, the graphic material shows a 5f exoseal inserted into a non-cordis catheter sheath introducer (csi) with the window on black/white/red position and the button pressed. Part of the plug is visibly sticking out of the puncture site. No other anomalies or notable details were observed in the image. Visual inspection of the returned device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18438974 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿indicator window no change to indicator¿ and ¿deployment lever (button) inaccurate deployment at white/black position¿ were not observed through analysis of the returned device or pictures received since the device was received with the window in full transition with no anomalies noted to the internal mechanism. However, the reported event of ¿plug-inaccurate placement¿ was observed through analysis of the picture received since part of the plug is visibly sticking out of the puncture site. The exact cause of the reported issue could not be determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, handling factors (user error) are likely since the event reported suggests that the lever was attempted to be pressed when the window was not in the black/black position. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU), which is not intended as a mitigation, provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the picture analysis, phr review, and available information, there is no indication to suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the display window of a 5f exoseal vascular closure device (vcd) never fully darkened and showed blank spots. After plug release, it deployed subcutaneously and protruded through the skin. There was no reported patient injury. The device was used in an angiography procedure. Additional information was requested but not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. A review of the manufacturing documentation associated with lot 18438974 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.